Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use, foley catheter balloon burst while inflating. Surgeon inserting the foley catheter said that they were able to insert the catheter easily but felt a bit of resistance when inflating the balloon using the supplied water on a 10 ml syringe. When checking if the balloon had inflated, they noticed that it was able to pull the catheter all the way out.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. 8. Proceed with catheterisation according to local protocol. To inflate catheter, simply insert tip of sterile water-filled syringe gently into valve (do not overinflate) and depress plunger. Instil entire amount of sterile water ¿ 10 ml. Correction: d UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use, foley catheter balloon burst while inflating. Surgeon inserting the foley catheter said that they were able to insert the catheter easily but felt a bit of resistance when inflating the balloon using the supplied water on a 10 ml syringe. When checking if the balloon had inflated, they noticed that it was able to pull the catheter all the way out.